Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 04-jan-2016 who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer states that her symptoms for the removal were: heavy periods, pelvic pain, kidney pain, hair loss, teeth loss, vaginal herpes, cold sores and anaemia. In addition, it was informed that consumer considered all events related to essure. Product technical complaint investigation and final assessment were received on 16-jan-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information received from health authority on 28-jan-2016: consumer's age was updated to (B)(6). Her weight was (B)(6). It was reported that she had pelvic pain, muscle pain, hair loss and abdominal swelling. Essure was removed by surgery. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-feb-2016 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed (B)(4) cases; pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy periods, pelvic pain and anaemia after essure (fallopian tube occlusion insert) insertion. The device was removed. Only anaemia is unlisted in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Regarding the reported anemia, although its exact nature was not specified, since iron deficiency anemia may occur as a complication of heavy menstrual periods; causality with essure cannot be totally ruled out. Additionally, other events were reported (considered unrelated to essure due to their nature). This case was regarded as incident, as device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.